Event description:
It was reported that the non-latex polymer of the elastic reservoir of a large volume infusor was damaged, and all the chemotherapy drugs leaked out. The issue was noticed while checking the liquid before patient use. The device was filled with 3.2g fluorouracil and 0.9% 120ml normal saline having a total volume of 180ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes). H4: the lot was manufactured march 27-28, 2024. H11: the actual device was received for evaluation. Visual inspection noted fluid inside the housing because the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, possible cause for bladder rupture may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.